Event description:
It was reported that during a stenting treatment procedure a tip detachment occurred. The patient presented with an acute myocardial infarction. The 100% stenosed lesion being treated was located in the mildly calcified, mildly tortuous mid right coronary artery. The physician advanced a 185 cm pt2 j-tip guide wire to the target lesion. The guide wire tip appeared to be looped and upon removal 20 mm of the distal tip broke off and remains in the distal rca. The procedure was completed with another pt2 guide wire. No further complications were reported and the patient's status is good,

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).